Manufacturer narrative:
Device evaluation summary: updated due to component return: medtronic conducted an investigation based upon all information received. It was reported that during use on a comatose patient was found powered off, without an alarm being generated. A strong electrical burning smell along with a light amount of smoke was noted in the room. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found a component on the user interface pcb (printed circuit board) in gui (graphical user interface) burnt and replaced the user interface pcb. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The replaced ui pcba was returned to medtronic for further analysis. Visual inspection of the board showed thermal damage to c174 capacitor. The likely cause of the observed conditions determined to be fault isolated in the field with the ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated: it was reported via a medwatch report (mw5107039), that while in use on a medically induced comatose patient this 980 ventilator was found powered off, without an alarm being generated. A strong electrical burning smell along with a light amount of smoke was noted in the room. The patient¿s oxygen saturation dropped to 17%. The patient was removed from the ventilator and was manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient¿s spo2 (peripheral capillary oxygen saturation) recovered within 10 minutes wnl (within normal limits). Based on investigation findings, there is no evidence that the part replaced would cause a shut down of the device or loss of ventilation to the patient.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator shutdown and emitted smoke from top of ventilator. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found a component on the user interface pcb (printed circuit board) in gui (graphical user interface) burnt and replaced the user interface pcb. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The likely cause of the observed conditions was determined to be the burnt user interface pcb in gui. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator shutdown and emitted smoke from top of ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.